Event description:
On (B)(6) 2022, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 run suggesting the consumable performed as expected. On (B)(6) 2022, the same sample was tested using an unspecified abbott ID now assay, an unspecified elitech ingenious assay and repeated on the eplex rp2 assay, where all results were negative for sars-cov-2. Furthermore, genmark was advised that all results were communicated to the physician and patient treatment was not impacted by the eplex rp2 positive result.

Manufacturer narrative:
Analysis: · internal review of qc release data for affected rp2 lot 91222513 confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #15981.